Manufacturer narrative:
Date of birth - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had an angiogram, no pci and a angio-seal device was used. It was reported that blood was on the gauze after 10 minutes. Pressure was applied and the bleeding stopped. The procedure outcome was fine. It was reported that the bleeding was stopped after manual pressure was applied. Additional information was received on 1/12/2018: it was reported that hemostasis was achieved and then oozing was noted 10 minutes later. The estimated blood loss was less than 250 cc. It was reported that the patient is stable and is doing well. Manual compression stopped the oozing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. Follow up no. 1 was reported but came back as duplicate report however there was no report submitted as follow up no. 1.